Event description:
It was reported that the insulin pump alarmed weak battery, low battery and failed battery test. It was mentioned that thread of battery compartment clamped and not possible to tight the battery cap. Troubleshooting was done. Customer's blood glucose was 17 mmol/l. Asked the customer in verbal and written form to return the insulin pump for analysis.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored. All operating currents tested within specific range. No failed battery test alarms noted. No unexpected weak battery alarm or low battery alarm noted. However corroded battery tube was noted.(B)(4).